Event description:
Pt had silicone breast implants slipped and fell in the shower striking the left breast. A small dehiscence of the wound was noticed by the pt with silicone leaking through. Pt admitted for observation and antibiotics. Implant was removed (B)(6) 2013 and surgeon requests that it be sent back to the manufacturer for quality testing. Permission from pt obtained.